Event description:
Perclose device used at beginning of case was placed over wire into patient's left femoral artery. While placing, a portion of the device cracked and damaged patient's vessel. Significant blood loss. The percutaneous case was then converted to a cut down of the femoral artery.